Manufacturer narrative:
Conclusion: it was reported by the patient that the battery was not draining properly and would begin to drain after being plugged into the cont roller. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log file analysis revealed that the battery discharged as expected when in use. The controller in use, (B)(4), during the reported event did not have the smr software installed. Analysis of data log files revealed multiple power switching events due to communication errors involving (B)(4). As a result, the reported event could not be confirmed; however, the recorded power switching was most likely perceived by the patient as the reported battery that would rapidly discharge. The most likely root cause of the power switching event can be attributed to communication errors between the controller and the battery. Heartware investigated communication errors. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery was not draining properly and would begin to drain after being plugged into the cont roller. The patient denied any alarms or damage to the battery occurring. The battery was exchanged. No patient complications have been reported as a result of this event.